Event description:
During the device evaluation, the gastrointestinal videoscope was found to have foreign material in the nozzle. There was no involvement of patients.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, we could not determine the nature of the foreign material found, nor could we confirm whether the user followed the reprocessing instructions outlined in the instructions for use (IFU). As a result, we cannot specify the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.